Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and hospitalization. Customer's blood glucose level went as low as 18 mg/dl. Customer advised their low blood glucose resulted from being over worked while at their job. Customer advised they had eaten food, changed their reservoir cannula, delivered a correction bolus and then had low blood glucose levels. Customer disconnected the line before troubleshooting was completed.